Event description:
Pt's spouse called lfs on pt's behalf alleging that pt's one touch ultra meter had missing segments. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by pt's spouse there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced due to an unresolved segments issue.